Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient condition. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_1098 - triclip japan pas, patient site ID: (B)(6). It was reported on (B)(6) 2026 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Two triclips were implanted. The final tr grade was 1. On (B)(6) 2026 a transthoracic echocardiogram (tte) was performed and revealed a single leaflet device attachment (slda) with the second triclip. The patient's tr grade increased to 2. The user believed that postoperatively the increase in volume load likely led to annular dilation and resulted in adequate leaflet grasp and led to the subsequent slda. The clip detached from the anterior leaflet and remained attached to the septal leaflet. No intervention was required. The patient status was stable.